Event description:
It was reported that the pico 7 pump became unresponsive after 2 hours of usage. The nurse in hospital found all four lights of the pico lighted up suddenly and there was no response when she press the reset button. There was no harm or injury caused to the patient. A backup device was sent to the patient in the hospital in an hour. Therapy was temporary stopped for 1 hour when the replacement device arrive. Faulty device was collected back.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.